Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the ventilator malfunctioned after a usb flash drive was inserted to extract data. The primary touchscreen became unresponsive (froze), and a battery alarm was triggered. A secondary graphical user interface (gui) that was connected and mirrored the primary gui also displayed the same issue. Audible and visual alarms were generated. The ventilator continued to provide ventilation to the patient. As a precaution, the patient was transitioned to another ventilator. There was no reported patient harm. The debug logs showed that a ¿non-critical thread (bdu)¿, ¿backup battery fault¿, and ¿extended battery fault¿ alarms were activated. The breath logs indicate that the ventilation continued without interruption.